Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified low readings on the adc device. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer reported seeing a healthcare provider where unspecified readings were taken on their meter and customer was administered a novomix insulin injection (dose/type unspecified) for treatment. There was no report of death, serious injury, or mistreatment associated with this event. Additionally, the customer received sensor scan results of 4.7 mmol/l compared to readings of 20 mmol/l respectively obtained on an competitor brand meters and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 15 days.